Manufacturer narrative:
Upon review of the alarm trace, multiple abnormal sample probe aspiration and abnormal sample probe movement alarms occurred on the day of the event. The customer found there was a missing spring on the rinse arm. The field service engineer replaced the spring and holder. Mechanism checks were performed and the system was operating normally. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The customer ran controls on the analyzer and controls for all assays were outside of range. The customer performed maintenance on the analyzer, including a cell blank measurement, a photometer check, washing of reaction parts, and mixer maintenance. Controls were repeated, but controls were still outside of range for all assays.

Event description:
The initial reporter stated they received questionable results for over 50 patient samples tested for multiple analytes on the cobas 8000 c (701) module. The initial values were reported outside of the laboratory and results were questioned by physicians. The samples were repeated on a second c701 analyzer and these values were deemed correct. Data was provided for 37 patient samples. Specific data for two patient samples with discrepant test results will be provided as an example. For these two samples, results from the following tests were affected: ca2 calcium gen.2, gluc3 glucose hk gen.3, mg2 magnesium gen.2, phos2 phosphate (inorganic) ver.2, bilt3 bilirubin total gen.3, and tp2 total protein gen.2. The first patient sample initially resulted in a calcium value of 5.6 mg/dl, which repeated as 10 mg/dl. This sample initially resulted in a glucose value of 70 mg/dl, which repeated as 99 mg/dl. (B)(6). The lot numbers and expiration dates for all involved reagents were requested, but not provided.